Event description:
It was reported that five pathfinder and sequoia drivers and revision tools were discovered with fractured tips at a distributor. There was no reported patient impact. This is report five of five for this event.

Manufacturer narrative:
H3: "device evaluation anticipated, but not yet begun" is erroneous and no longer applies. The device was evaluated. Corrections in g1 and h3. Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation: the returned device matches the information in the complaint file and was examined. Visual inspection revealed one of the prongs on the tip of the device is fractured. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to wear through use over time. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.reference reports 3012447612-2024-00118 through 3012447612-2024-00122.

Event description:
It was reported that five pathfinder and sequoia drivers and revision tools were discovered with fractured tips at a distributor. There was no reported patient impact.this is report five of five for this event.